Manufacturer narrative:
Concomitant medical products: product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2007, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3387-40, lot# j0427795v, implanted: (B)(6) 2004, product type: lead. Product ID: 3387-40, lot# j0427795v, implanted: (B)(6) 2004, product type: lead. Product ID: 7436, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2007, product type: extension. (B)(4).

Event description:
It was reported during battery replacement the extension was fractured. The extension was replaced and the event resolved without sequelae. The event resulted in in-patient hospitalization.